Manufacturer narrative:
Customer did not provide the part number or lot number of the affected device.

Event description:
Information was received regarding a cadd administration set. It was reported that the device was difficult to fit on the pump, so an occlusion was identified. It was also impossible to unclip it from the pump. This incident occurred five times. No further information will be provided, per customer.